Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) channel. The ra lead was a non-boston scientific lead. The noise on ra channel was oversensed, and resulted in inappropriate atrial tachy response (atr) episodes. There was also noise noted on the right ventricular (rv) channel and shock channels, which was not oversensed. The patient noted they did not have any electromagnetic interference (emi) sources which might have been causing external noise. Troubleshooting and programming options were discussed. Additional information was received which noted that the patient was brought in the clinic for follow up, and their non-bsc ra lead was going to be replaced. No adverse patient effects were reported. The device remains in service.